Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 600 mg/dl. The customer changed out her infusion set and her blood glucose decreased. Troubleshooting for the high blood glucose was declined, and the customer was advised to reach out to her health care professional or visit the ER if she needs to. No products were returned or replaced.